Event description:
I was put into the psych ward for mental health problems, the treating doctor mentioned I should try ect treatments that they could really help me. I believe I've had 7-10 in a 30 day period, this was when I was 23-26 somewhere around there. I am now (B)(6) years old and have severe short term memory loss, I have lost a lot of long term memory stuff as well. I feel like the older I get, I am without feelings. Like numb without feeling "numb" but not knowing what anything feels like. The medication they used to put me to sleep that many times has ruined my veins, I now have to get stuck multiple times due to how much medicine they gave me. FDA safety report ID # (B)(4).